Event description:
The customer reported problems with bellavista 1000 us where screen went black and displayed user interface problem during setup prior patient use. There was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Advised the customer that it appears that the ventilator was having a communication error where the epc (user interface controller) has stopped logging events until the following day.

Manufacturer narrative:
"Results of investigation: vyaire medical received the suspect device for evaluation. Then pcba (printed circuit board assembly) was installed into a known good top-level unit. Display remained black upon switching on as the user interface controller (epc) is not starting up. While the ventilation controller (cfb) is performing the self-test as usual. Communication between the two controllers cannot be established. This is now considered a known issue, reference CAPA I-ch-21-004, no further analysis is needed at this time. The root cause was determined to be due to a defective main electronics pcba. User interface controller (epc) is not starting-up. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.